Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient was hospitalized with peritonitis on (B)(6) 2024. There were no reported allegations that the peritonitis was related to the product. In additional follow-up, the patient¿s pd nurse confirmed the patient was hospitalized on (B)(6) 2024 with symptoms of cloudy pd effluent and flow issues from fibrin in the pd catheter (not a fresenius product). Per the nurse, the patient had a pd culture obtained in the hospital which grew the bacteria granulicatella adiacens and patient was diagnosed with peritonitis. It was reported that the patient was treated with antibiotics therapy using vancomycin (dose unknown) intra-venously (IV). The patient also received dialysis, but it is unknown which modality while hospitalized. On (B)(6) 2024, the patient was discharged from the hospital and is currently on back up hemodialysis due to pd catheter malfunction. The pd nurse was not able to identify the exact cause of the peritonitis. As no bacterial growth occurred in the pd culture. However, the nurse confirmed that the patient did not experience any fluid leaks or any malfunctions in relation to the event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy with many potential etiologies. The patient¿s pd culture grew the bacteria granulicatella adiacens which are normally part of the oral, gastrointestinal, and urogenital commensal flora of humans. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency was associated with this event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient was hospitalized with peritonitis on (B)(6)2024. There were no reported allegations that the peritonitis was related to the product. In additional follow-up, the patient¿s pd nurse confirmed the patient was hospitalized on (B)(6) 2024 with symptoms of cloudy pd effluent and flow issues from fibrin in the pd catheter (not a fresenius product). Per the nurse, the patient had a pd culture obtained in the hospital which grew the bacteria granulicatella adiacens and patient was diagnosed with peritonitis. It was reported that the patient was treated with antibiotics therapy using vancomycin (dose unknown) intra-venously (IV). The patient also received dialysis, but it is unknown which modality while hospitalized. On (B)(6) 2024, the patient was discharged from the hospital and is currently on back up hemodialysis due to pd catheter malfunction. The pd nurse was not able to identify the exact cause of the peritonitis. As no bacterial growth occurred in the pd culture. However, the nurse confirmed that the patient did not experience any fluid leaks or any malfunctions in relation to the event.